Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a circumferential tear 11mm from the proximal marker band. The inner shaft was stretched down for 5mm starting 51mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. A 3.0mmx20mmx143cm coyote nc balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres for 6 seconds, the balloon ruptured. Another 2.0mmx30mmx143cm was advanced for dilation. However, during inflation at 10 atmospheres for 6 seconds, the balloon ruptured. Both devices were removed without a problem. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. A 3.0mmx20mmx143cm coyote nc balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres for 6 seconds, the balloon ruptured. Another 2.0mmx30mmx143cm was advanced for dilation. However, during inflation at 10 atmospheres for 6 seconds, the balloon ruptured. Both devices were removed without a problem. The procedure was completed with a different device. There were no patient complications nor injuries reported.